Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.

Event description:
--

Event description:
Boston scientific received information that a latitude red alert was generated for this system due to the device being in safety core mode. Additionally, payloads were unsuccessful due to the device going into safety core mode. The patient denied having any radiation therapy or a medical resonance imaging (MRI) and doing nothing out of the ordinary. The patient did report feeling some twitching in her pocket area which could have resulted from the unipolar pacing due to safety mode. The device was explanted and replaced without further incident. No adverse patient effects were reported.